Event description:
The customer called for assistance with the insulin pump. The customer then showed signs of high blood glucose levels. The customer was very confused and was unable to be directed. The customer's blood glucose reading was 431 mg/dl. The customer's husband then called the paramedics for assistance. The paramedics arrived and assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.